Event description:
A malfunction occurred on a customer's insulin pump, identified by a malfunction code, which was resettable but recurred after resetting. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer by providing pump reset instructions and shipped a new replacement pump. The customer was advised to use backup insulin delivery multiple daily injection (mdi) therapy.